Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced mesh extruding into the vagina after a hysterectomy and surgery for pelvic organ prolapse. The patient underwent an in-office procedure for removal of the mesh, an MRI, and urinalysis on an unknown date. The patient is having major surgery to remove mesh in 2011.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this medwatch report is in response to receipt of maude event report (B)(4).